Event description:
It was reported that: pt was on the ventilator. Taken off the machine to be transported to CT scan. In CT scan pt was placed back on the ventilator. Approx 2 to 3 minutes later, the pt became bradycardic, hypertensive and code arrested. Ventilator noted to be in pediatric setting mode. Pt died approximately four hours later. Physician feels pediatric setting caused the arrest and ultimate demise. Toggle switch was inadvertently changed to pediatric mode during transport.